Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this lead exhibited high capture thresholds, loss of capture, and undersensing of intrinsic sinus rate. It was noted that microdislodgement was suspected. Subsequently, the patient underwent a revision procedure, and this lead was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported.